Manufacturer narrative:
Ge healthcare¿s investigation is ongoing. A follow up report will be submitted after the investigation has been completed.

Event description:
It was reported that patients sustained injuries (esophagus/throat) during transesophageal echocardiography over the past 12 months.

Manufacturer narrative:
The probe was received from the hospital and evaluated for defects. The conclusion of the evaluation is that no defects or malfunction of the probe was observed, and the probe conforms to design specifications. Further review by the ge healthcare medical director determined that direct trauma to the gastrointestinal tract from trans-esophageal echocardiography is a well-documented complication and inherent risk of the procedure, that may be associated with insertion and advancement of the probe and extensive manipulation necessary to obtain the standard cardiac images, even if the probe did not malfunction, as in this case.